Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head case was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on photographs of the damaged warmer head case and our knowledge of the product. Results: visual inspection of the photographs showed cracking at the dome portion of the upper head casing. The cracking emerged from plastic chipping, most likely as a result of crazing. The area where the head clip attaches, shows evidence of the same damage. Plastic chipping is also evident at the bottom of the head case. Conclusion: it is likely that the cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. Additionally, the cracking could also be the result of impact damage and wear and tear while moving the warmer between wards. It must be noted that the complaint unit is over 13 years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: - caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base; - caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital in georgia reported that the head casing of an iw910 mobile infant warmer was cracked. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint head case of the subject (B)(4) baby control mobile infant warmer from the hospital. We will provide a follow-up report once we have received the complaint head case and completed our investigation.

Event description:
A hospital in (B)(6) reported that the head casing of an iw910 mobile infant warmer was cracked. There was no reported patient involvement.